Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the cable tensioner was sticking at the instrument and cannot be removed. It was unknown if there was a procedure or patient involvement. During preliminary analysis of the returned device at manufacturer site, it was identified that unknown cable was discovered broken and stuck in cable tensioner device. This report is for one (1) cable tensioner. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part # 391.201 synthes lot # p099483 supplier lot # p099483 release to warehouse date: 17 aug 2011 supplier: pioneer surgical technology no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Customer quality investigation: the following investigations were performed: functional: device condition: visual inspection performed at supplier site observed cable lodged in the tensioner. The cable was noted to be removed at supplier site. However, a few cable fragments were observed still stuck in the returned cable tensioner at customer quality. No further issues were noted. Functional inspection: functional inspection performed at the supplier site after the lodged cable was removed, the device was noted to pass the functional test with tension range of 36-44 kg. Complaint condition replication is not possible as the broken cable was able to be separated from the returned tensioner. With the conditions noted at supplier site, complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Document and specification review: review of the device history record performed at supplier site showed no issues that would contribute to complaint condition. Device drawings, reviewed showed no design related issues that would contribute to complaint condition. Dimensional analysis was not performed as the device was functioning as intended after the cable portions were removed. Also, the occurrence rate calculated at supplier site showed the given device condition is within the acceptable limits. Conclusion: a definitive root cause could not be determined from the provided information. The complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation that would contribute to this complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.